Event description:
It was reported that an individual with an implantable neurostimulator 97715 intellis adaptivestim pain experienced a device site infection at the implantable pulse generator (ipg) site, with ongoing fluid discharge and incomplete healing of the ipg site for over a year. The site continued to drain, and the surgeon was contemplating device removal due to the persistent non-healing, open wound and drainage. No issues with the device function were noted, and the individual expressed satisfaction with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient had a full system explant on (B)(6) 2025 due to infection. The ins and lead were not obtained to send back. The issue is resolved at this time.